Manufacturer narrative:
Device returned to manufacturer: the device was returned to the complaint investigation site (cis) for analysis. The proximal shaft containing the hypotube and manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a bsc p elite ous 32 x 3.00 mm stent delivery system including the distal shaft, balloon and stent (including stent strut confirmation), and tip were consistent in appearance with a bsc p elite ous 32 x 3.00 mm device.the crimped stent length and crimped stent diameter of the returned device were consistent with a bsc p elite ous 32 x 3.00 mm device. Device analysis identified a break at the port bond in the shaft polymer extrusion with the proximal section of the device including the hypotube shaft and the manifold hub not returned.

Event description:
It was reported that tip detachment occurred. A percutaneous coronary intervention was being performed. A 32 x 3.00 promus elite drug eluting stent was selected but the physician was unable to pull the stylet out. The physician had to pull hard to remove it at which point the balloon tip broke away from the wire. This occurred outside the patients anatomy and this device was not used. The procedure was able to be completed with another device. No patient complications were reported and that patient status is stable.

Event description:
It was reported that tip detachment occurred. A percutaneous coronary intervention was being performed. A 32 x 3.00 promus elite drug eluting stent was selected but the physician was unable to pull the stylet out. The physician had to pull hard to remove it at which point the balloon tip broke away from the wire. This occurred outside the patients anatomy and this device was not used. The procedure was able to be completed with another device. No patient complications were reported and that patient status is stable.